Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0nqr0, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that patient experienced pain from migration and pulling on lead, occurring to device pocket and lead location. It was reported patient implant migration and had a scheduled appointment with their health care provider on (B)(6) 2015. It was later reported on (b)(5) 2014 that patient met with their health care provider at the appointment day and reported that it seemed as if the neurostimulator may have migrated in the pocket laterally, slightly. The patient reported that she would like the lead and neurostimulator removed. The health care provider advised the patient to turn off her stimulator for a few weeks so that she could see what her bladder symptoms would return to before making a decision regarding removal. The patient agreed to this and will return to health care provider's office in a few weeks to discuss her decision. The health care provider did run an impedance check on the device and no issues were detected. Patient status was reported as "alive - no injury."